Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Approximately eleven years and two months later, computed tomography (CT) revealed that an indwelling inferior vena cava filter was present. The filter demonstrated leftward angulation/tilt with respect to the course of the inferior vena cava, measured approximately 25-degrees. The apex of the filter abutted the left wall of the inferior vena cava, with the filter tip just below the inferior margin of the left renal vein. Five of the struts appeared to extend beyond the inferior vena cava wall, with approximately 6 mm of extension into the retroperitoneal fat. The struts appeared in close proximity to the secondary branches of the renal vasculature, without definite abutment or involvement. No discernible inferior vena cava strut fracture or distant migration identified. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.